Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the right and left side ECG electrodes. The irritation was described as burn-like, having broken blisters, and red skin. The patient had reportedly been applying vaseline and upon visiting his physician, was prescribed silvadene cream. In addition, the patient was remeasured and provided better fitting garments. Follow-up indicated that the rash was improving.